Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the reported event could not conclusively be established. The center submitted two system controller log files with overlapping data, which spanned from (B)(6) 2017 to (B)(6) 2017. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to clinic today with increase in lactate dehydrogenase (ldh). The patient was infused with heparin. A log file was reviewed by the technical service representative confirmed as increase in power and increase in estimated flow. Follow up information received on 13oct2017 indicated that a ramp echocardiogram did not reveal any visualized thrombus. The patient was started on persantine 50 mg orally, 4 times daily and heparin was discontinued. The patient was stable and was transferred back to the skilled nursing facility. Ldh at discharge was 900 u/l. A follow up in clinic showed no increase in power or flow estimation and the patient is doing well. No additional information was provided.